Manufacturer narrative:
Visual inspection found that the time sync on the pic ix was the issue. The time was removed from the system enabling to use the time from the servers. Results of functional testing indicate that there was still an issue from one of the routers. After the fse change the router connection the system worked as designed. Based on the information available and the testing conducted, the cause of the reported problem was the router connection. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system failed to alarm. Patient involvement is unknown.